Manufacturer narrative:
Additional information was added: the lot was manufactured from december 17, 2018 - december 18, 2018. The actual device was received for evaluation. A visual inspection was performed using the naked eye found no evidence of fluid coming out at the distal end of the white flow restrictor when the cap was removed. The flow restrictor was microscopically examined and air bubbles were blocking the fluid path inside the capillary glass. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The set was filled with 5.6ml of dinutuximab 4.5mg/ml. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.